Event description:
In 2009, the lay user/patient contacted lifescan (lfs), alleging that her one touch ping meter was reading inaccurately high. The complaint was classified based on the conversation the technical service representative (tsr) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged inaccuracy began approximately 2 weeks prior to contacting lfs. The patient reported that she would obtained alleged high blood glucose readings that would vary from "180 to 360 mg/dl." The patient reported that on unspecified date, she performed two tests with the subject meter 15 minutes apart from each other, but the patient did not provide the results obtained at that time. On an unknown date, the patient stated she obtained a result with the subject meter (reading unknown), administered a bolus amount of insulin based on the meter reading, and 45 minutes later, began to feel shaky, developed vertigo and heavy breathing. The patient denied testing on any other device at the onset of symptoms; however, reported treating self with glucose tablets in response to the symptoms. At the time of troubleshooting, the tsr noted that the patient was using the correct testing technique and cleaning the puncture area properly. The patient did not have control solution to test the reported products. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.